Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, several repositions were performed due to an inability to obtain satisfactory pacing thresholds. Upon the final attempt at placement, the helix required more than 30 turns of the terminal pin to extend.; however, sensing and threshold measurements were no longer available and the helix would no longer retract. As a result, the lead was extracted and successfully replaced with another product. No adverse patient effects were reported. The rv lead was returned for laboratory analysis.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and evaluated. The lead was returned with the stylet still inserted extending beyond the terminal pin end. The helix was extended with dried blood/body fluid in the helix housing and neck region. The lead did not pass continuity testing and an x-ray showed the inner conductor coil was fractured at the distal end of the terminal pin. The x-ray of the lead tip showed no anomalies. Medical adhesive was also noted in and around the portion of the lead that operates the helix mechanism. The lead design coupled with procedural factors may have contributed to the inability to extend/retract the helix and subsequent fracture.